Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540430, 510k # k113174 and UDI # (B)(4). Was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
During postoperative follow-up observation, it was found that the set screw on the right cranial side backed out from the screw head. The refusal of external fixation in a mentally ill patient may lead to the back-out. It was said that it seemed no loosing occurred on the other three places according to the image. There were no complications to the patient as a result of this event.